Manufacturer narrative:
The device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime or seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia as well as insulin pump had critical pump error alarm. The customer¿s blood glucose level was 130 mg/dl and was running at 200 mg/dl to 500 mg/dl since customer did not connected to the insulin pump. The customer was assisted with troubleshooting for error. Advice to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.